Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed visual evaluation of the returned part exhibits crack at the tip and dimensional analysis and hardness of the connector found no deviations from print specifications. The device shows wear & tear that indicates successful use during a potential field age of approximately 3 years. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow- up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported that during surgery usage of the pin/screw inserter, the surgeons noticed a lack of "bite"/grip between the tool and pin. Upon further investigation, a crack on the instrument was spotted. Surgeon requested a brand new set of instruments in order to complete the surgery. No adverse event has been reported as a result of the malfunction.